Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The infusion set patch did not stick to the skin upon insertion on (B)(6) 2026. High blood glucose was corrected with an multiple daily injection (mdi) injection. No further information available.